Event description:
I got on the freestyle libre 14 day continues blood monitor. The first one fell off within 12 hours. The second one fell off within 3 days. I contacted abbott to get a replacement cause each sensor it supposed to last 14 days. Not hours. I got a replacement and placed it on the back of my arm like I am supposed to. Four and a half days in my arm is itching like crazy to the point where I ended up taking it off. Underneath where the adhesive was it was bubbles up and skin was warm and tender to the touch. It oozed puss for the next day. I went back to look at the two other spots I had placed (hadn't noticed cause it's on the back of my arm), but those were raised and red as well. I've been giving my arm a break cause it was so painful to heal. It's been one month now an I still have angry red looking spots, but at least its not raised anymore. I've previously been on dexcom and omnipod. Never had a reaction like this. Shame on them for allowing this. Not to mention the (B)(6) version of this exact same brand has fixed the allergen issue in their adhesive. Meanwhile over in the us they claim there's no problem when you call and talk to them. Diabetics rely on products like this to maintain a healthy life. This is unacceptable. Second degree chemical burn. Do you have a picture of the product? Yes. FDA safety report ID # (B)(4).